Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the biometric scanner was working properly. The field service engineer verified cables are connected properly. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system biometric scanner was not recognizing the user, the system needs 2 users to remove medications each time a patient needs medication. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.